Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the cubie failure. The field service engineer reinstalled cubie in diagnostics. Opened and closed the lid. User loaded the meds back into cubie in application. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system cubie stuck and not registered on device. The customer stated that the malfunction had occurred when they trying to issue medication to patient since they managed to get the meds from the nearby station. There were no adverse events or injuries reported based on this incident.